Event description:
Patient presented back to the physician with continued wound healing issues and rash at the incision site, despite having undergone a prior procedure intended to address the issue. Physician brought the patient into the or and explanted the previously capped stimulation lead.

Event description:
Patient presented to the physician with wound healing issues and seroma drainage from the chest incision site, and antibiotics were prescribed. Patient presented back to the physician with wound dehiscence at the chest incision site, and the ipg had eroded through the skin at the incision. Physician brought the patient into the or, explanted the ipg, capped the stimulation lead, and closed.